Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) and pertaining to a patient implanted for spinal pa in that, during connection of the lead to the implantable neurostimulator (ins), the hcp continued to see greater than 10000 ohms on all contacts. Connecting the lead to the ins, with wiping and cleaning before inserting, was done 5-6 times with the impedance issue continuing. When the lead was tested with a multi-lead trialing cable (mltc), only electrode 1 and 6 were showing greater than 10000 ohms and the rest were within normal limits. The hcp wanted to replace the ins but tried one more time, which resulted again in greater than 10000 ohms. A new ins was used and all impedance values were within normal limits except electrode 1 and 6 which were greater than 10000 ohms. The patient was doing fine, received stimulation coverage to the area needed, and recovered without sequela. All impedance values tested satisfactory with the new ins. For original ins used, see manufacturer report #3004209178-2016-07865.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.